Manufacturer narrative:
Additional information was provided that the customer had the stomach flu and pneumonia in late december into january and she stated the doctor did not think her coumadin was absorbing into her system as it should. Due to her feet and legs being swollen and due to leg cramps, the customer had physical therapy including foot rolling, bending, and flexing the foot and ankle. The customer was instructed to roll her ankle and foot in a circle. She began using a compression device on (B)(6) 2018. The customer stated the swelling was better. The physical therapy was based solely on the extreme swelling in the feet and legs. She stated the swelling in her feet and legs (lymphedema) is a side effect caused by factor v leiden which she inherited from her mother. The customer began taking lasix in february or march which helped the swelling. She had a pulmonary embolus in february and was short of breath, but no cause was found. No treatment was given. The customer was prescribed a "puffer which has medicine in it". The customer vomited blood twice on (B)(6) 2018 which was bright red. They advised her to eat soft foods and nothing acidic such as juice or soda. They believe she may have a gastric ulcer. On (B)(6) 2018, the customer had a nose bleed, gum bleeding, and a lump on the back of her leg. No treatment was given for the bleeding. She uses a nose spray and they believe it may be contributing to her bleeding. She applied ice to the lump on the back of her leg. There was no allegation the device caused or contributed to this events.

Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages and obtained a result of 8.0 inr. The customer opened a new vial of the same lot number of test strips and retested with an error message. Customer support assisted the customer with testing and a result of 4.5 inr was obtained. Different fingers were used for the testing. The customer used coaguchek xs meter serial number (B)(4). The customer stated the pharmacist advised her to continue her coumadin dosage regimen but to take 10mg the next monday and then to have her inr rechecked next week at the laboratory. There was no allegation of an adverse event. The customer's therapeutic range was 1.5-3.0 inr. The customer stated the high end may be 3.5 inr but she couldn't remember. The customer was not anemic, took no heparin, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no new medication, currently her feet and legs are swollen and she has had the flu. She did not much of an appetite due to having the flu. She had several bruises but has not needed to receive treatment. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 44%, donor 2 hct: 54%. Testing results: donor 1: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips lot 250322-21 were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.